Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl. Customer indicated the high blood glucose was due to a bent cannula and having infusion set in for 5 days. Customer indicated that they were off of the pump but that the high blood glucose happened when they were on the pump. Troubleshooting advised customer on proper insertion methods and customer declined to troubleshoot further.